Event description:
While attempting to change out the natus eds drain bag, the lure lock connector was noted to be cracked and would not release the bag for replacement. The neurology doctor was made aware and gave staff the order to drain the fluid from the bottom as a complete replacement was not the preferred treatment plan at the time.